Manufacturer narrative:
(B)(4). The peritonitis event was bacterial in nature. On an unreported date, the patient began treatment for the bacterial peritonitis with (ciprofloxacin) cipro (dose, frequency, and route was not reported). On an unreported date, the patient was switched to hemodialysis therapy (hd). It was reported that the patient plans to remain on hd. On an unreported date, the patient was recovered from the bacterial peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The peritonitis occurred on an unspecified date in (B)(6) 2015. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for the event. Treatment was not reported. On an unreported date the same month as admission the patient was discharged from the hospital. At the time of this report the patient outcome of this event was unknown. Dianeal and extraneal therapies were ongoing. No additional information is available.